Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.